Event description:
It was reported the patient was seen by emergency medical services twice, then subsequently visited the emergency room with reoccurring hypoglycemia over a period of 9 hours. While using the omnipod 5 system in manual mode, blood glucose levels dropped to 27 mg/dl. The patient alleged the pump delivered unprogrammed insulin and would not pause insulin delivery. Symptoms included diarrhea, vomiting and a seizure. As treatment, the patient was given intravenous dextrose and food.

Manufacturer narrative:
Cloud data was reviewed for 09aug2025. The cloud data showed that the user's manual basal program was set to 30 u/hour, higher than the user's total daily insulin (tdi) based automated basal rate. The user switched the system to manual mode at 01:11 and allowed the system to deliver manual basal until insulin delivery was suspended at 03:11. Due to the manual basal program being higher than the tdi-based automated basal, the algorithm portion of the insulin on board increased quickly, increasing to over 40 u before insulin delivery was suspended. Once insulin delivery was suspended, insulin on board began decreasing steadily. The cloud data confirms that the system stopped actively delivering insulin while suspended as the total pulse count tracked by the pod did not increase during the suspension periods. No evidence of issues with the system was observed in the available cloud data. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone15.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.